Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) was hospitalized due to infection and experienced dysphasia and prickling limbs. Blood tests revealed that this was caused by potential hyperventilation and dehydration. There were no additional adverse effects reported. The device was reprogrammed and remains in service.

Manufacturer narrative:
The device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.